Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized and treated with vancomycin injection (1gm, every 4th day, intraperitoneal, ongoing), meropenem injection (500mg, once daily, intraperitoneal, ongoing) and heparin injection (2000 units, 2ml, once daily, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow-up, it was reported that the patient experienced fungal peritonitis. Antibiotic treatment was discontinued. On an unreported date, pd therapy was discontinued, the pd catheter was removed and the patient was shifted to hemodialysis, ongoing. The patient was discharged from the hospital and was recovered from the fungal peritonitis. Should additional relevant information become available, a supplemental report will be submitted.